Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not allowing staff to pull due-now orders and was currently in critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine did not allow the user to pull any due now orders. A technical support specialist (tss) reviewed the system configuration and identified that the time zone was incorrectly set to pacific time. The tss updated the configuration to eastern standard time and performed a log off and log in to apply the changes. The tss confirmed that the application was no longer in critical override. The system functioned as intended after technical support specialist troubleshot the device.